Manufacturer narrative:
Vyaire complaint #: (B)(4). Device evaluation: d10, g4, g7, h2, h3, h6, h10. Results of field service representative onsite visit: a vyaire field service representative (fsr) evaluated the device onsite. The fsr found the leak to be coming from the blender. The field service representative installed the o2 regulator, verified the fi02 and replaced the o2 sensor. The fsr performed the operational verification procedure (ovp) and user verification test (uvt). The field service representative confirmed the ventilator passed all testing and met all vyaire manufacturer specifications. Results of investigation: the vyaire failure analysis lab received the suspected component and performed a failure investigation. The reported issue was confirmed and duplicated. The reported problem was isolated to the regulator, clippard-custom which failed due to contamination. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr replicated the reported problem and found the leak to be coming from the blender. A o2 regulator was installed and the fio2 was verified. Additionally, the o2 sensor was found to be inoperable and was replaced. The fsr performed the operational verification procedure (ovp) and user verification test (uvt) and calibration, all passed. The field service representative confirmed the ventilator met all vyaire manufacturer specifications. The component was received by the vyaire fa lab and is currently pending evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator was experiencing a leak. The customer advised there was no patient involvement associated with this event.